Manufacturer narrative:
The insulin passed the rewind, basic occlusion test, prime test and displacement test. However, the device was received stuck in the motor error loop during bolus/basal delivery. Motor position encoder error alarm was not verified due to erased history file caused by several displayable history crc check failed on startup alarms in the history file. Alarms were due to a corrupted history file. The motor was tested outside the device and it passed. The motor may have had an intermittent failure that was not detected during testing. The device had minor scratches to lcd window, scratched reservoir tube window, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It is reported that a customer received a motor error alarm on their insulin pump while she was trying to bolus. The patient's blood glucose level was not recorded. No further information was provided.